Event description:
The customer received questionable results on a comprehensive metabolic panel for one patient on their c501 analyzer. The customer provided data for 14 assays, of which 8 assays had discrepant results. When the customer reviewed the patient results, the customer discovered some of the results were high and some were low. The customer repeated the samples and got different results. The repeat testing was performed on another c501 analyzer, serial number (B)(4). The customer thought the sample was contaminated with sodium chloride since it was a short sample. The patient's initial ion selective electrode (ise) potassium result was 2.2 mmol/l. The repeat result was 4.0 mmol/l. The patient's initial ise chloride result was 124 mmol/l. The repeat result was 110 mmol/l accompanied by a data flag. The patient's initial creatinine jaffé gen.2 (crea) result was 0.53 mg/dl. The repeat result was 1.00 mg/dl. The patient's initial calcium result was 4.4 mg/dl. The repeat result was 8.6 mg/dl accompanied by a data flag. The patient's initial total protein gen.2 (tp) result was 3.3 g/dl. The repeat result was 6.0 g/dl accompanied by a data flag. The patient's initial albumin gen.2 (alb) result was 2.0 g/dl. The repeat result was 3.8 g/dl. The patient's initial alanine aminotransferase acc. To (B)(4) without pyridoxal phosphate activation (alt) result was 19 u/l. The repeat result was 37 u/l. The patient's initial aspartate aminotransferase acc. To (B)(4) without pyridoxal phosphate activation (ast) result was 12 u/l. The repeat result was 26 u/l. The patient was in the emergency room at the time of the event, but was admitted to the ICU when the initial results were reported. Once the corrected results were reported, the patient was released from the ICU and they said he was fine. The alb reagent lot number was 65678301 and the expiration date was 04/30/2013. The crea reagent lot number was 65292301 and the expiration date was 07/31/2013. The calcium reagent lot number was 65132201 and the expiration date was 04/30/2012. The tp reagent lot number was 65125301 and the expiration date was 01/31/2013. The alt reagent lot number was 65292901 and the expiration date was 01/31/2013. The ast reagent lot number was 65168001 and the expiration date was 01/31/2013. The potassium electrode lot number and expiration date were not provided. The chloride electrode lot number and expiration date were not provided. The field service representative was unable to duplicate the event. No corrective action was required. The customer operated the analyzer for a day with it meeting expectations.

Manufacturer narrative:
Although a specific root cause could not be identified, the customer believes the sample was diluted or contaminated with nacl. Pre- analytical processes are the responsibility of the customer. The customer has taken appropriate countermeasures.